Event description:
It was reported that a patient underwent an emergency caesarian section on an unknown date and suture was used to close the rectus muscle. During the procedure, the needle was found to be broken and 2mm short. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.